Manufacturer narrative:
This report is filed february 1, 2016.

Event description:
Per the patient's surgeon, the patient experienced pain with device use, resulting in the decision to discontinue use of the device. Subsequently, the device was explanted on (B)(6) 2015. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, february 1, 2016.